Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a thr procedure had been performed on (B)(6) 2022, the patient experienced instability and dislocation from devices. This adverse event was addressed by revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a thr procedure had been performed on (B)(6) 2022, the patient experienced instability and dislocation from devices. This adverse event was addressed by revision surgery on (B)(6) 2022, 15 days post primary surgery. As of the date of this medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact beyond 2 surgeries in 15 days, could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for hip systems revealed in the postoperative section that patients should be warned that unassisted activity, particularly activities requiring excessive motion of the hip, may result in dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.